Manufacturer narrative:
This report is being submitted to correct the serial number in section d4.

Event description:
It was reported that the patient with this pacemaker had a syncope episode due to loss of capture (loc). The impedance measurements were in range, however, the pacemaker system was explanted and replaced. No additional adverse patient effects were reported. This pacemaker was already returned to boston scientific, however further analysis has not yet been completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being submitted to correct the serial number in section d4.

Event description:
It was reported that the patient with this pacemaker had a syncope episode due to loss of capture (loc). The impedance measurements were in range, however, the pacemaker system was explanted and replaced. No additional adverse patient effects were reported. This pacemaker was already returned to boston scientific.

Event description:
It was reported that the patient with this pacemaker had a syncope episode due to loss of capture (loc). The impedance measurements were in range, however, the pacemaker system was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not been returned to boston scientific for further analysis.